Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and touchscreen became unresponsive and screen text was illegible. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged warranty replacement pump, confirmed shipping details, instructed customer to place damaged pump in storage mode, return it using prepaid label, and later program pump settings and reconnect continuous glucose monitor on replacement device.